Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, prior to firing, the original reload fell off into the abdomen of the pt. The procedure required additional time to retrieve the dislodged reload. Case completed with another device of the same product code. There was no pt consequence.